Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) entered a clinical study, it matters, and during the study, presented with the device not working as intended. The physician originally suspected the issue was with the reservoir migrating inward resulting in an insufficient inflation and inflating only halfway. At a later date, surgery was performed, and the physician attempted to correct the peyronies disease by suturing the muscle. In doing so, the cylinder was perforated, and a new cylinder was opened. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. The physician suspects an issue with the reservoir migrating inward resulting in an insufficient inflation and inflating only halfway. Fibrosis in the leg was identified that caused the curvature and resulted in a disability. The ipp reservoir was repositioned, and the cylinders were replaced. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem, c2/d10 concomitant product/therapy, h6 patient codes, and h6 evaluation conclusion code.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. The physician suspects an issue with the reservoir migrating resulting in an insufficient inflation and a downward angulation of the device. The ipp was replaced, and there were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) entered a clinical study, it matters, and during the study, presented with the device not working as intended. The physician originally suspected the issue was with the reservoir migrating inward resulting in an insufficient inflation and inflating only halfway. At a later date, the physician reported a cylinder fluid leak was identified during the revision, and downward penile curvature was also reported. The ipp reservoir was repositioned, and the cylinders were replaced. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event, h6 patient code, h6 evaluation conclusion code. Updated b5 describe event or problem, c2/d10 concomitant product/therapy, h6 patient codes, and h6 evaluation conclusion code.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) entered a clinical study, it matters, and during the study, presented with the device not working as intended. The physician suspects an issue with the reservoir migrating inward resulting in an insufficient inflation and inflating only halfway. Downward penile curvature was also reported. The ipp reservoir was repositioned, and the cylinders were replaced. There were no additional patient complications reported.